Event description:
We were notified on (B)(6) 2025 that a zilver vena (ref: ztv7-35-80-12-100, lot c1799625), which was placed in a right external and common iliac artery on (B)(6) 2021, was found migrated to the right atrium and ventricle, across the tricuspid valve. The patient, at this time, is minimally symptomatic and under care of cardiothoracic surgery at the hospital in (B)(6) for attempted endovascular retrieval.